Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 05 december 2025, the user informed senseonics that the system showed results different from glucometer measurements. An RMA was authorized for return of both the sensor and transmitter for further investigation; however, only the transmitter was received. Analysis of the in vivo sensor data was revealed that quality flags were raised due to communication issues, attributable to poor coupling or coil current. This aligns with the user's separate complaint (MFR#3009862700-2025-02116) regarding persistent "no sensor detected" alerts and unstable signals. Investigation of the returned transmitter did not identify any issues, although data did show signal variation. Confirming a sensor malfunction would require testing of the returned device. Based on the available information, the issue may have been caused by improper placement of the transmitter over the sensor, a deep or misaligned insertion, or a potential electronic issue with the sensor itself. The dms confirmed that the user was re-inserted with a new sensor on (B)(6) 2025 and is currently using the system. B4. Date of this report: 05 march 2026. G3. Date received by the manufacturer? 05 march 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4315.